Manufacturer narrative:
Reactivity of the fyb antigen was confirmed on retention capture-r ready screen (crrs) (3), lot r043 and capture-r ready ID (crrid), lot id114, which were used by the customer at the time of the event.tested the returned patient sample with retention crrid, lot id114 on an in-house echo. Echo results were interpreted as invalid; the fluid level of the sample was too low. The sample was tested by tube hemagglutination test with selected fy(a-b+) and fy(a+b+) cells on retention panoscreen, lot 14362 using immuadd as the potentiator. The sample exhibited 1+ and +w reactivity at the indirect antiglobulin (iat) phase with fy(a-b+) and fy(a+b+) cells, respectively. Sample was qns for further investigation.

Event description:
Customer called to report unexpected negative results on echo, for a patient sample known to contain anti-fyb.